Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The proximal side of the tissue pad was severely worn and partially separated. The tissue pad was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section. The above device handling has been warned in the instruction manual as follows; during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle. Also, do not activate the output, while torque is applied to tissue over the handle, in this instance release the torque, re-grasp the tissue and re-activate output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Event description:
During a procedure of upper digestive tract, the subject device was used. In the procedure, an unspecified error occurred after activating the subject device a few times. The tissue pad was severely worn and partially separated. When the user checked the distal end of the device outside the patient, the tissue pad seemed like it was about to fall. The user pinched the tissue pad and it came off the device. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the severely worn tissue pad and the separation of the tissue pad.